Manufacturer narrative:
Correction/removal reporting number= (B)(4). A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
A lookback at results was performed by abbott at the request of the customer. The customer reviewed the data and stated they had 10 patients whose results could have been impacted by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress. No specific details were provided by the customer. There is no reported impact to patient management.